Event description:
It was reported that the device was never implanted. During replacement surgery, leads would not fit all the way into the header block. Leads were switched and still did not fit. A different implantable neurostimulator (ins) was tried and there were no further problems.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. Reason for late MDR due to implementation of process improvement.